Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report sensor issues. Customer stated that they experienced a change sensor alert before the sensor stopped working. Customer stated that the insulin pump also alarmed threshold suspend at blood glucose levels of 56 mg/dl and 58 mg/dl. Product is being returned and replaced.